Event description:
It was reported that pump unexpectedly shut down and needed to be plugged into power source to turn back on, with no shutdown alarm or power alert recorded and battery level greater than 20 percent when pump restarted. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised that insulin on board and maximum hourly bolus were reset to zero, continuous glucose monitoring sessions needed manual restart, and cartridge needed to be reloaded after pump shutdown or reset, and was given battery care instructions, after which customer agreed to monitor system and contact support if issue continued.